Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up in backup vvi, after receiving a vibratory alert from the device. The patient's rhythm was normal with active hv therapy. A device download was performed successfully which resolved the issue. The patient was in stable condition and will monitored normally.